Manufacturer narrative:
Additional data: b5: the lens was explanted and exchanged on (B)(6) 2021 for a shorter lens. The problem was resolved and the patient is happy. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+2.0/086 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was reported as excessive vaulting and remains implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.